Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that an "x" is displayed for the ready-for-use indicator and the defibrillator is making noise. There was reportedly no patient involvement.